Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. It was initially reported that the actual sample was available for evaluation. However, it was confirmed to no longer be available. Therefore, sections d10 and h3 have been updated. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that at the end of the procedure, the involved angio-seal device was used for vascular closure. The medical device did not release effectively. The procedure that was scheduled was an angioplasty, with femoral procedure performed. The patient was reported to be ok. There was another device used to complete the procedure. There were no other devices or equipment used with the reported product. Additional information was received on 20dec2019. The other device used was an angio-seal. The procedure sheath size used was 6 french. A pre-deployment angiogram was performed. When the aluminum foil was opened, the anchor was not covered with the bypass tube and the doctor did not use the device. There were no bio-absorbable components left in the patient. The device was not implanted. Hemostasis was achieved by the second angio-seal device used. The patient was in stable condition.